Event description:
The customer's wife reported via phone call that the customer was hospitalized at the time of the call on (B)(6) 2015. The cause of the hospitalization was for high blood glucose due to a sinus respiratory infection. The customer's wife said the issue was unrelated to the customer's insulin pump therapy. The customer's blood glucose at the time of the incident was 530 mg/dl. The customer's wife also explained that the insulin pump had gone through a body scanner at the hospital. The customer was advised to avoid any strong magnetic field. The customer's insulin pump passed the displacement test. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.